Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) migrated in (B)(6) 2018 and the ins had been turned off since the year prior due to the migration. The hcp was not with the patient at the time of the report, but it was noted that they would have the patient call into patient services to troubleshoot the programmer. The patient stated that they wanted a new pocket done. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient planned to reach out to their doctor to plan a system explant. The patient was not interested in having a revision and just wanted to have the device removed. No further complications are anticipated.